Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA

Event description:
It was reported that the patient went to the hospital for hyperglycemia and dehydration while using the infusion set. The patient alleged the elevated blood glucose levels were due to a bent cannula. The patient's blood glucose result was in the "600 mg/dl range". The patient was taken to the hospital by her husband and the blood glucose result at the hospital was unknown. The patient was treated for high blood glucose and dehydration. The patient was administered 1.5 bags of what she believed to be saline solution via IV. The patient could not say with certainty what the IV contained. The patient was not admitted into the hospital. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.